Event description:
It was reported that the right ventricular lead had a possible fracture as noise and diminished sensing were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.